Event description:
The pt was admitted for perforated viscous. Was taken to the operating for an exploratory laparotomy. The stapler was used to cut and staple the colon. The stapler cut, but did not fire the staples appropriately. This caused add'l resection of the bowel and add'l staplers were used.